Manufacturer narrative:
The power management board was replaced to fix the reported issue.

Event description:
The hospital reported that, after start-up, the unit shows error message of "backup battery is missing". There was no reported patient injury.